Event description:
An obese male patient had permacol implanted for a large complex ventral hernia repair in 2004. The patient developed an infection early in the post operative period which was successfully managed with a wound vacuum. Subsequently, the patient returned to his job which involved heavy lifting. Unfortunately 2 years postoperatively, the hernia recurred and upon exploration, the surgeon found that the original piece of permacol was well integrated around the margins, however, reported central degradation of the device with hernia recurrence through the implant location and covering the fascia. The original implant was left in position and the recurrent hernia repaired with an additional piece of permacol. The surgeon did not feel that the recurrence was related to permacol and felt that the obese patient and the patient's heavy lifting job increased the probability of recurrence.

Manufacturer narrative:
There is no lot number information available in relation to this case however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. In this case this obese patient and the patient's heavy lifting job may have contributed to the hernia recurrence.